Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 500 mg/dl and will be treating with a syringe. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.